Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: catalog #: unknown, unknown glenosphere, lot # unknown; catalog #: 115370, comp rvs tray co 44mm, lot # 919120; catalog #: xl-115365, arcom xl 44-36 rtnv+3 hmrl brg, lot # 875730; catalog #: 115340, comp rvs hmrl ti tray 44mm, lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02800. Product was discarded.

Event description:
It was reported that a patient underwent a reverse shoulder replacement for a delayed proximal humeral fracture using the comprehensive system. At the time the operation went as planned. Patient came back to clinic recently and had described that she heard a click in her shoulder lifting a heavy box but no pain or change to range of movement. Patient then reported that she was out walking the dog and the dog pulled on the leash. Since then she has experienced more pain and discomfort at shoulder. On review at clinic recently the x-ray showed that the shoulder was out of joint and would require revision surgery. The patient was revised of the humeral tray and humeral bearing of the comprehensive reverse (all other implants were left as planned) approximately a week ago. Attempts have been made and there is no further information at this time.